Manufacturer narrative:
Additional information received: according to the principal investigator, there is no main body graft stenosis, but a rather relativ e stenosis at the level of the aortic bifurcation. There is thrombus within the graft due to thrombophilc diathesis. There is no complaints against the right branch, so a cross over bypass was performed from right to left. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that stent graft stenosis and stent graft occlusion were observed in the main body and left limb of the endurant iis stent graft system. The sponsor assessed the findings as related to the device. No impact to the patient was reported, and no additional medical intervention was required to prevent permanent injury or impairment.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1624c156ee, serial/lot #: (B)(6), ubd: 20-mar-2027, UDI#: (B)(4) ; product ID: etew2020c82ee, serial/lot #: (B)(6), ubd: 18-may-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was reported approx. 34 days post index procedure; the patient underwent a thrombectomy of the left leg stroma. Unsuccessful attempt to perform a thrombectomy on the left limb of the implanted aortic stent graft. This was followed by the implantation of a crossover bypass from the right to the left side using an 8 mm ring-reinforced ptfe prosthesis. Angiography and compartmental splitting was performed. Five days later, the patient underwent a secondary suture of the left lower leg. It was confirmed the patient was discharged 10 days post the intervention in good health. According to data, no endoleak, migration, stenosis, or rupture was observed. A stent graft occlusion was identified. As per corelab review, left limb occlusion and main body stenosis were reported, left iliac limb etlw1624c156ee was implanted. As per site's assessment of CT scan conducted with contrast approx. 34 days post index procedure that a stent graft occlusion was observed, which resulted in an unconfirmed new adverse event. The sponsor assessed the stent graft occlusion and new adverse event as possibly related to the device. The site assessment is pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported left limb stent graft occlusion was confirmed on the films provided. Although the cause of the event cannot be conclusively determined, it appears most likely that the significant tortuosity and calcification observed in the left common iliac artery was a factor in the occlusion event. Additional information received: it was noted that there was moderate calcification of the right and left common iliac arteries. The right common iliac artery diameter measured approx.16¿mm, while the lcia diameter measured ranged from 22-19mm. It was reported that the patient was hospitalized after approximately 3.5 months post-index procedure for 8 days, due to an edema on both legs and breathing problems, followed by a cardiac pacemaker implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that while organizing the 1 year patient follow up visit, it was discovered that the patient died of prostate cancer. The site assessed the death as not related to the device/procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The site assessed the left limb stent occlusion as causally related to the device, probably related to the index procedure and possibly related to anunderlying disease or condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that the patient developed cardiac decompensation with lower leg edema, dyspnea and chronic heart failure approx. 3.5 months after the index procedure, treated with implantation of a pacemaker. The site assessed the event as not related to the study device or procedure and probably related to an underlying condition or disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the site assessed the left limb stent occlusion as probably related to the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: the site updated the relatedness assessment for the left limb stent occlusion as not related to an underlying condition or disease. It was confirmed that the device model etlw1624c156ee, sn (B)(6) was the occluded limb stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that there was no oversizing. The aorta was severely calcified, with narrowing of the left limb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: per the physician, the physician the event is not related to a graft failure. It was reported that the aortic bifurcation was 2.2 x 2, and it was stated that it was within the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to g2. Date manufacturer received date: the below additional information was received by the manufacturer on 23-jul-2025, not on 23-may-2025 as previously reported. It was reported that there was no oversizing. The aorta was severely calcified, with narrowing of the left limb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.